Manufacturer narrative:
There was no report of patient injury. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an alarm and the user was unable to clear it. There was no report of patient injury. Follow-up communication with the perfusionist has revealed that the issue was the result of a user error. The end user of the device was unfamiliar with the cardioplegia control operation and not turn on the delivery function. The customer has canceled the request for service and no further investigation is necessary. A review of the DHR could not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an alarm and the user was unable to clear it. There was no report of patient injury.